Manufacturer narrative:
Additional narrative: correction: the date of event was reported as (B)(6) 2017 in the initial report and has been updated accordingly to (B)(6) 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unknown veterinary procedure, it was observed that the piston on the torque limiting attachment device broke where the area with the arrow on the device. According to the report, the event occurred while screwing and unscrewing screws into place and taking them out. It was further reported that it made the drill bit device and screwdriver wobbled while the drill was in use. It was reported that there was no delay and a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.